Event description:
It was reported the patient was lying on her side in an unknown joerns bed that had been modified with an invacare 6630 invacare reduced gap half-length bed rail. The patient was holding on to the side rail when it allegedly detached. The patient began to fall out of the bed but was caught by a family member standing nearby. The family member was able to prevent the patient from falling to the floor; however, the end user's leg became caught in the bottom portion of the side rail. The patient sustained a fractured femur. The patient's leg was surgically repaired and she was subsequently hospitalized.